Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was discarded at the user facility and not returned for evaluation; therefore, a product analysis could not be performed. The root cause cannot be determined. The instructions for use (IFU) identifies vessel perforation and intracerebral hemorrhage as potential complications associated with use of the device.

Event description:
It was reported that a patient was being treated for an acute arteriovenous malformation (avm), located at the superior cerebellar artery (sca), with three (3) intranidal aneurysms. Via the basilar artery, the traxcess wire passed the 1st aneurysm to access the 3rd aneurysm via the 2nd aneurysm; however, the 2nd aneurysm ruptured. Embolization coils were immediately deployed to occlude the sca, which slowed the rupture; however, did not stop the bleeding completely. The patient's pupils were checked and noted to be fixed dilated. The patient was taken for surgical placement of an external ventricular drain (evd). The patient was reported to be unstable.